Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir for the insulin cannot hold insulin. The customer's blood glucose reading was 78mg/dl at the time of incident. Troubleshooting found that the insulin would not fill the reservoir after all remedies were tried. The customer was also advised that the reservoirs would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.